Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to a battery compartment crack. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a battery compartment issue. These reports were received from various sources. The patient's weight, age, and gender were unknown.